Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The suture break was unable to be confirmed as the suture was not returned. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an interventional endovascular aneurysm repair (evar) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, during knot advancement a suture break occurred. The sutures of two additional proglide devices were successfully placed in preclose technique. The arteriotomy was 7f. The sheath was upsized to 18f for the evar procedure. The evar procedure was completed and the two successfully placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.